Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer current blood glucose reading was 178 mg/dl. Customer was experiencing low blood glucose reading for 20 minutes. Customer did not troubleshoot for low blood glucose reading. Customer treating low blood glucose with food. Insulin pump will not be returning for analysis.